Event description:
It was reported that when the unit was testing getting ready to put it up on the floor for use, the user was unable to stimulate using mono-polar prass probe, checked stimulus with two separate instruments in both stims. From there, replaced fuses and issue persisted. There was no patient involvement. Troubleshooting confirmed that the user was plugging the prass probe into stim two and not stim one.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID : nim4cpb1 / product description : patient interface nim4cpb1 nim 4.0 / serial / lot number : unknown. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.